Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lv (left ventricular) lead was found to be dislodged via x-ray. A revision procedure is planned for an unknown date in the future. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to lead dislodgement. The lead was replaced and is no longer in service. No additional adverse patient effects were reported.